Manufacturer narrative:
The device has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2017, the reporter contacted animas and alleged the patient experienced a blood glucose of 34mg/dl with severe dizziness, associated with an alleged time and date reset issue. Reportedly, the patient remained on the pump, and did not receive any treatment above and beyond the usual routine of diabetes care and management. During troubleshooting with customer technical support, it was revealed the patient¿s healthcare provider (hcp) reportedly made recent changes to their basal rate. The reporter stated, they fixed the am to the appropriate pm after it was incorrectly programmed. The battery was taken out and put back in the pump. The patient was unsure how the pump time setting got changed. This complaint is being reported based on the allegation that the patient allegedly experienced hypoglycemia associated with the pump¿s time and date settings incorrectly set, with use error as a contributing factor.